Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1718 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redr1718) have been reported from the same facility.

Event description:
It was reported that there was a hole noticed near the hub of the catheter when nurse flushed catheter. PICC was replaced.